Manufacturer narrative:
Additional suspect medical device components involved in the event: leads model number: unknown. Serial number: unknown.

Event description:
It was reported that the clinical patient developed an infected seroma at the implantable pulse generator (ipg) site. The patient was hospitalized for five days and was administered medication. The patient underwent an explant of the ipg and leads, and the event is resolving. This serious adverse event was reported as possibly related to procedure, and not related to device hardware and-or stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family: scs-linear leads-MRI: upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads-MRI: upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7071943. Product family: scs-lead fixation-MRI: upn: m365sc43190, model: sc-4319, batch: 26248529. Device analysis: model sc-1216, serial (B)(6). Engineers performed a visual inspection and residual gas analysis and found no anomalies. Model sc-2408-56, serial (B)(6). Engineers inspected and analyzed these device upon receipt. The leads were cleanly cut. No anomalies were identified on the leads aside from the clean-cut. The damage to the leads is a result of a typical explant procedure, and it is not considered a failure. Model sc-4319, lot 26248529. Engineers performed an external visual inspection and found no anomalies.

Event description:
It was reported that the clinical patient developed an infected seroma at the implantable pulse generator (ipg) site. The patient was hospitalized for five days and was administered medication. The patient underwent an explant of the ipg and leads, and the event is resolving. This serious adverse event was reported as possibly related to procedure, and not related to device hardware and-or stimulation. Additional information was received that the patients initial symptoms were swelling, pain and some redness at the ipg site. The patient was found to have elevated infection screen markers, and consequently received a five-day course of intravenous antibiotics. After five days the patient was discharged from the hospital, and the following day the patient was admitted as an outpatient for explantation of the ipg and leads. The infected seroma fluid was aspirated from the ipg site only. The patient was prescribed a seven-day course of oral antibiotics at discharge. The event is resolving. A culture and sensitivity swab at the time of discharge showed no growth. It is not known if the explanted devices will be returned to boston scientific, and the model and serial number of the leads is unknown, despite good faith efforts.

Event description:
It was reported that the clinical patient developed an infected seroma at the implantable pulse generator (ipg) site. The patient was hospitalized for five days and was administered medication. The patient underwent an explant of the ipg and leads, and the event is resolving. This serious adverse event was reported as possibly related to procedure, and not related to device hardware and-or stimulation. Additional information was received that the patient's initial symptoms were swelling, pain and some redness at the ipg site. The patient was found to have elevated infection screen markers, and consequently received a five-day course of intravenous antibiotics. After five days the patient was discharged from the hospital, and the following day the patient was admitted as an outpatient for explantation of the ipg and leads. The infected seroma fluid was aspirated from the ipg site only. The patient was prescribed a seven-day course of oral antibiotics at discharge. The event is resolving. A culture and sensitivity swab at the time of discharge showed no growth. It is not known if the explanted devices will be returned to boston scientific, and the model and serial number of the leads is unknown, despite good faith efforts.